Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The physician attempted to pre-dilate a moderately tortuous, 100% stenosed lesion located in the lad (left anterior descending) artery with a 8x1.50mm apex push balloon catheter. The balloon ruptured during inflation at 6 atms. The procedure was completed with a different device. There were no reported patient complications. The patient's status is listed as "good".

Manufacturer narrative:
The complaint device was not returned for review; therefore, a technical analysis could not be performed. The manufacturing records for this batch were reviewed and no issues or discrepancies were found. The records review confirms that the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause for this event is operational context.